Manufacturer narrative:
(B)(4). The reported patient effect of occlusion, as listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use, is a known patient effect that may be associated with use of a coronary catheter in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the previously filed report, additional information indicates that the 3.0x15 rx trek balloon dilatation catheter (bdc)was removed from the patient anatomy with some difficulty and due to lack of blood flow the guide wire and the guide catheter were removed. Blood flow was restored upon removal of the guide wire and guide catheter without any additional treatment. The patient outcome was good and there was no adverse patient sequela. The guide catheter was flushed and a piece of the 3.0x15 mm rx trek bdc was removed.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 3.5x18mm onyx des. Dilatation catheter: 2.5x 20 mm rx trek. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that during a procedure to treat a lesion in the ostial left anterior descending artery, a 3.5x18 mm non-abbott stent was implanted. The stent was post-dilated with a 4.0x8 mm non-abbott balloon dilatation catheter (bdc), three times at 15 atmospheres (atm). A 3.0x15 mm rx trek bdc was advanced without resistance in order to perform post-dilatation using the kissing technique with a 2.5x20 mm trek bdc. The 3.0x15 mm rx trek bdc was inflated to 14 atm and the 2.5x20 mm trek bdc was inflated to 12 atm. The 3.0x15 mm rx trek balloon ruptured and the balloon separated from the shaft of the bdc. The bdc was removed together with the guide catheter as a single unit with the separated portion of the balloon inside of the guide catheter. Reportedly, prior to use the 3.0x15 mm rx trek bdc was prepped without any issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The separation was confirmed. The balloon rupture could not be confirmed because it was not returned for analysis. The difficult to remove could not be replicated in a testing environment as it is based on operational circumstances. The investigation determined that the reported difficulty to remove, separation and balloon rupture appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.